Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), rash ("rashes") and urticaria ("hives"). Essure treatment was not changed. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, rash and urticaria had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, menometrorrhagia, pelvic pain, rash and urticaria to be related to essure. The reporter commented: she repeatedly sought treatment for her symptoms from various medical providers. But the physicians were unable to determine the cause. Plaintiff still has both of the essure coils. 3 coils seen after deployment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), rash ("rashes") and urticaria ("hives"). Essure treatment was not changed. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, rash and urticaria had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, menometrorrhagia, pelvic pain, rash and urticaria to be related to essure. The reporter commented: she repeatedly sought treatment for her symptoms from various medical providers. But the physicians were unable to determine the cause. Plaintiff still has both of the essure coils. 3 coils seen after deployment. Lot number: 20179187, manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.